Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed skin irritation underneath the therapy electrodes. The patient's physician prescribed a cream for the irritation. The patient stated that she had a history of being susceptible to skin irritations. At follow-up, the patient's husband reported that the irritation was better.